Manufacturer narrative:
The insulin pump had currents within specification and no blank display was noted. The liquid crystal display circuit board was okay. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer reported applying another battery, but the insulin pump would not power on. Customer also reported a crack was present on the reservoir window. Customer's blood glucose was 600 mg/dl. Customer has treated their blood glucose with a manual injection. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.